Manufacturer narrative:
Date of event - estimated as 01jan2022 as the date of the event was not disclosed, but the complaint was reported in 2022. Implant date- estimated as 01jan2022 as the date of the procedure was not disclosed, but the complaint was reported in 2022. Explant date- estimated as 01jan2022 as the date of the procedure was not disclosed, but the complaint was reported in 2022.

Event description:
It was reported via social media that movement of the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The closure device later moved from the laa, and open heart surgery was initiated to explant the device. Following the open heart surgery, the patient spent a week in the intensive care unit (ICU) for recovery.